Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and a heart rate in the thirty beats per minute range. Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead resulting in pacing below the lower rate. Loss of capture was also reported. The lead remains in use. No further patient complications have been reported as a result of this event.